Manufacturer narrative:
Isi received the force bipolar instrument involved with the alleged issue to perform failure analysis. Inspection identified a fully broken conductor wire at the base of the grip tip. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. No damage was identified at the jaws or grips. The primary issue of damaged conductor wire was confirmed through investigation; however, the additional allegation from customer's follow-up response alleging difficulty removing the instrument from the trocar was unable to be determined through this investigation.

Event description:
It was reported that after completing a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument had a broken conductor wire. No functional issue reported. No fragment fell inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conductor wire was damaged. The issue was identified after the surgery finished. There were no signs of thermal damage. The instrument did not collide with a hard object or another instrument. Additionally, information from the follow up response alleged the occurrence of a stuck instrument jaw in the trocar at an unspecified time during the procedure. The customer noted that it required a lot of force to remove instrument from the trocar.